Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedances measuring 125 ohms on the right ventricular (rv) lead. As a result, the device emitted beeping tones. It was noted there was no noise observed on the presenting electrogram. Technical services recommended to have the device checked with a programmer to stop the beeping, raising the upper rate limit to 150 or greater and to perform a commanded 41j shock. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedances measuring 125 ohms on the right ventricular (rv) lead. As a result, the device emitted beeping tones. It was noted there was no noise observed on the presenting electrogram. Technical services recommended to have the device checked with a programmer to stop the beeping, raising the upper rate limit to 150 or greater and to perform a commanded 41j shock. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.